Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had spike broken issues. The following information was provided by the initial reporter : the user facility reported another incident similar to the original which had been filed by the initial reporter as "my co-worker was spiking a premixed bag of norepinephrine to start for a patient and the tip of the spike broke off in the bag." This event date : (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary: a photo of the defective set was returned by the customer. In the photo, the spike is shown broken off from the drip chamber. The customer complaint was confirmed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had spike broken issues. The following information was provided by the initial reporter: the user facility reported another incident similar to the original which had been filed by the initial reporter as "my co-worker was spiking a premixed bag of norepinephrine to start for a patient and the tip of the spike broke off in the bag." This event date: 1-27-2022.